Event description:
Mixer was in use when hospital system air supply pressure was reduced. Attendant adjusted fio2 but oxygen analyzer showed increased percentage of oxygen. Mixer did not alarm at the loss of hosp supplied air pressure. No pt harm.

Manufacturer narrative:
Evaluation results: examination of alarm reed found evidence of contamination that blocked reed and prevented function. Conclusions: mixer used with contaminated air supply. Mixer IFU's require medical grade air and pure oxygen to be used, as well as a downstream oxygen analyzer. Examination of mixer air line water trap filter showed evidence of light contamination. Mixer to be repaired and returned to customer.